Manufacturer narrative:
The technician found the main cable assembly is damaged and the communication cable is missing. The technician replaced the main cable assembly, the communication cable and the speed clamp to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the account is unable to use the nurse call; the nurse call does not function. No patient injury reported.